Event description:
As reported by the edwards field clinical specialist (fcs), during the transapical transcatheter aortic valve replacement (tavr) procedure, the patient expired. Case summary: the first valve was positioned 50/50, however, after deployment, the valve embolized into the aorta with resulting severe central aortic insufficiency. The decision was then made to deploy a second valve. A second valve was the prepped and implanted in a sub-optimal ventricular position with resulting moderate pvl. The patient further decompensated, and the decision was then made to remove the procedural wire. Upon removal of the wire, however, the first valve flipped and the patient continued to decompensate.

Manufacturer narrative:
The embolized valve was not returned for evaluation. A device history record (DHR) review for the valve was not required or performed as there was no allegation of a device malfunction. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the moderately calcified aortic valve in combination with the physician's report of the annulus being too large for valve may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, a complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. On this basis, no corrective or preventive actions are required.